Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation and pump stoppage events; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 8800 rpm and the low speed limit was set to 8400 rpm. The pump operated above the low speed limit until (B)(6) 2019 when the log file recorded low speed operation starting at 1:54:19 am, which progressed into a pump stop at 2:03:31 am. The pump regained speed on its own until the log file captured another pump stop at 3:47:14 am. The pump regained speed again on its own and operated above the low speed limit until (B)(6) 2019 at 11:09:27 pm when the log file captured a single low speed advisory alarm when the speed dropped below the low speed limit. The pump regained speed and operated above the low speed limit until (B)(6) 2019 at 1:51:29 am when another low speed operation event was captured. The log file captured the pump operating above the low speed limit for the entirety of the remaining data captured within the log file. The patient was connected to their power module for all abnormal pump operation. Based on previous complaint experience, the abnormal pump operation captured within the log file could be indicative of a potential driveline issue. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low speed advisory on (B)(6) 2019 and pump off alarm with driveline disconnect on (B)(6) 2019. The manufacturer's technical service representative reviewed the log file and observed multiple pump stops as well as low speed hazards between (B)(6) 2019 and (B)(6) 2019. The low speed hazards occurred when the pump speed was lower than the lowest speed limit of 8400 rpm. These alarms are usually linked to driveline damage. X-ray of the driveline showed areas of concern that is responsible for pump stops. The patient will not undergo pump exchange or repair at this time and will continued to be monitored for further alarms.